Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and associated device was experiencing syncopal episodes. The patient was seen in the emergency room where a pause in pacing of approximately 3-4 seconds was noted. A local boston scientific field representative was paged to the hospital to perform a device interrogation. Isometrics were not able to elicit any noise. There were no stored episodes that correlated to the patient symptoms. Threshold was noted to be normal. Pacing threshold tests were performed; the patient was symptomatic with loss of capture (loc) during testing. A review of the patient's remote home monitoring data showed a stored episode of noise, oversensing and what looked like to be greater than two seconds of pacing inhibition. The patient underwent a revision procedure where the lead was surgically abandoned and replaced. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.